Manufacturer narrative:
As it is unknown which gore® tag® device may have contributed to the reported event, tgm343410j / 22305346 will be included on this report. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. Prior to the procedure, a left common carotid-to¿left subclavian artery bypass was performed using a gore® propaten® vascular graft. Two gore® tag® conformable thoracic stent grafts with active control system were deployed, and then a non-gore manufactured stent was implanted in the left common carotid artery. Touch-up ballooning was performed, and the procedure was completed without any reported complications. On an unknown date in (B)(6) 2020, the patient reportedly developed a cerebral stroke (dysphagia). The cause of the patient¿s stroke is unknown. The physician will continue to monitor the patient.